Manufacturer narrative:
The device involved will not be returned for eval as it was discarded by the hosp.

Event description:
Treatment of a carotid ophthalmic aneurysm that has been coiled with 3 ea of x-10-30-t10-mc, 3 ea of x-9-28-t10-mc and 1 ea of x-8-25-t10-mc coil, the tip of one of the previous implanted coils had protruded into the parent artery. A micro snare was used to retrieve the coil and the procedure was continued with add'l coils. No pt injury reported.